Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The lead was implanted on (B)(6) 1994. Reportedly, during a former device replacement performed on (B)(6) 2015, the lead connector did not come off from the pacemaker. Therefore, the physician was forced to pull the lead for release: he broke the pacemaker connector and pulled out the lead. He connected the lead to the new pacemaker. During the second pacemaker replacement procedure performed on (B)(6) 2022, the physician tried to pull out the lead from the pacemaker connector, but it could not be released as before: the physician broke the connector from the pacemaker and pulled out the lead. He attempted to insert the lead into the new pacemaker, but the ventricular lead could not be completely inserted into the ventricular port. Although the ventricular lead could not be completely inserted into the atrial port, an electrical connection was made. Therefore, the physician decided to program the pacemaker in aair mode with the ventricular lead connected to the atrial connector. He confirmed that the pacemaker worked properly and completed the procedure. The ventricular port was used as a pin plug by inserting an atrial lead (without electrical connection).

Event description:
The lead was implanted on (B)(6) 1994. Reportedly, during a former device replacement performed on (B)(6) 2015, the lead connector did not come off from the pacemaker. Therefore, the physician was forced to pull the lead for release: he broke the pacemaker connector and pulled out the lead. He connected the lead to the new pacemaker. During the second pacemaker replacement procedure performed on (B)(6) 2022, the physician tried to pull out the lead from the pacemaker connector, but it could not be released as before: the physician broke the connector from the pacemaker and pulled out the lead. He attempted to insert the lead into the new pacemaker, but the ventricular lead could not be completely inserted into the ventricular port. Although the ventricular lead could not be completely inserted into the atrial port, an electrical connection was made. Therefore, the physician decided to program the pacemaker in aair mode with the ventricular lead connected to the atrial connector. He confirmed that the pacemaker worked properly and completed the procedure. The ventricular port was used as a pin plug by inserting an atrial lead (without electrical connection).

Manufacturer narrative:
The device has not been returned for analysis. Based on the investigation performed, the issue occurred because of an user error since the lead was forcibly pulled and deformed during the previous replacement. Therefore, during the current pacemaker replacement, the lead which was deformed and could not be inserted in the connector.